Event description:
It was reported that during a gastric bypass procedure, the surgeons experienced leak from the trocar. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Intralase fs laser was used for creation of flap. Several patients which experienced dlk (diffuse lamellar keratitis) stages 1, 2, 3 or 4. Amo requested patient specific data for all these events from the hospital. This report is for a specific patient that experienced dlk stage 2. Pre-op va = 7/10, post-op va = 5/10.

Manufacturer narrative:
(B)(4) lower ring the analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. Further evaluation found that the lower ring of the universal seal assembly was cracked. A potential cause of this condition is the repeated use of eto as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. The batch record was reviewed and no anomalies were noted during the manufacturing process.